Manufacturer narrative:
(B)(4).

Event description:
Patient's father contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was provided by the patient. The data was reviewed on 08/01/2016. The reported event of loss of connection was confirmed. However, a root cause for the reported loss of connection cannot be determined. The complaint device was returned for evaluation. A follow-up will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test showed no failures related to the customer's complaint. A pairing test was performed and the test passed. A shared log review was performed and they confirmed the customer complaint. The reported event of loss of connection was confirmed. The root cause could not be determined.